Manufacturer narrative:
Two (2) igs brainlab 5.5 viper quick-connect universal poly drivers [product code: (B)(4) were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that a fracture was located at each of the driver¿s distal tips. The fracture tips were not provided for analysis. The fracture analysis report suggests the drivers underwent quasi-static overload torsional shear failures starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis.the results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tips becoming broken cannot be positively determined. However, the fracture analysis report suggests the drivers underwent quasi-static overload torsional shear failures starting at the hex lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drivers broke. Complaint form sent to rep. Per complaint form: upon insertion of 2 screws the tip of the driver broke off. First screw was helicoptered out and upon removal, the polyaxial head popped off. The second screw was inserted and just as desired placement was reached, the second screwdriver tip broke. Surgeon left screw and proceeded with procedure.